Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1. Patient identifier complete entry: (B)(6). All available patient information was included. Additional patient details are not available. Section e1. Phone complete entry: (B)(6).

Event description:
The customer observed a falsely elevated architect toxo igg result for one patient. The following data was provided (>/=3.0 iu/ml is reactive): sample ID (B)(6) result, on (B)(6) 2023 was 21 iu/ml. The patient was retested, on (B)(6) 2023 under sample ID (B)(6), and the result was 1.6 iu/ml. There was no impact to patient management reported.

Manufacturer narrative:
An abbott field service representative (fsr) was dispatched due to the customer reporting a falsely elevated architect toxo igg result on the architect i2000sr, serial number (B)(6). Through an extensive investigation, the fsr found a slight variation in precision of the sample pipettor, so the arc, probe, list number 08c94-42, and syringe assy, part number 7-77650-09, were replaced, which resolved the customer¿s complaint. No subsequent issues have been reported. A review of the instrument history revealed no contributing factors described in this complaint. A review of labeling and historical data was done, and both were adequate, with no trends found. Based on all available information and abbott diagnostics' complaint investigation, no systemic issue or deficiency was identified.

Event description:
The customer observed a falsely elevated architect toxo igg result for one patient. The following data was provided (>/=3.0 iu/ml is reactive):sample ID 6290868776 result, on 29aug2023 was 21 iu/ml. The patient was retested, on 04dec2023 under sample ID 6290895782, and the result was 1.6 iu/ml. There was no impact to patient management reported.